Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d9, h3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: visual inspection: the sternal zipfix needle sterile-20pk (p/n: 08.501.001.20s, lot#: 50p1826) was returned and received for analysis. Upon visual inspection, only 1 zipfix was returned from the 20 pack; the device appears to be cut in two pieces, the broken fragment that includes the needle end was not returned in the package. These are signs of usage of the device and do not contribute to the complaint condition. Photo findings are consistent with physical investigation. Device failure/defect identified? No. Functional test: the end of the zipfix was introduced into the head, the serrated teeth lock properly with no signs of issue or malfunction. Dimensional inspection: a dimensional inspection was not performed due to post manufacturing damage. Can the complaint condition be replicated? No, the complaint condition cannot be replicated during functional test. Document/specification review: current/manufactured revisions. Complaint confirmed: no, the complaint cannot be confirmed based on the available information. Investigation conclusion: the reported condition of the complaint device (sternal zipfix needle sterile-20pk) is not confirmed. No defect was detected. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: picture review: narrative (zipfix band is in a unlocked position) could be verified from picture. Therefore, the complaint is rated as confirmed. The review of the picture does not allow to any determination of any root cause. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 08.501.001.20s, lot: 50p1826, manufacturing site: (B)(4), release to warehouse date: may 20, 2020, expiry date: may 1, 2025. A manufacturing record evaluation was performed for the finished device 08.501.001.20s, lot: 50p1826 and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during an unknown procedure, the sternal zipfix band unlocked after being deployed. There was an unspecified amount of surgical delay. There was no patient consequence. The procedure was successfully completed. This report is for one (1) sternal zipfix with needle sterile/20 pack. This is report 1 of 1 for (B)(4).